Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the (B)(6) 2011 and performed self-tests up to and including the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups mainly under one minute duration during this time. This would suggest the user was regularly power cycling the device. Investigation was unable to replicate the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.